Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The lesion was located in the stenosed right superficial femoral artery (sfa). Vascular access was obtained via the left superficial femoral artery. The 5x60x1350 sentinol nitinol billary stent system was advanced up and over the aortic bifurcation in an attempt to progress the stent past the lesion, however it was very tight and further advancement was unsuccessful. During the attempt to further advance the stent it was noted that the outer sheath was moving. The stent was successfully removed intact and upon removal it was noted that a small middle portion of the stent had crumbled in an accordion like shape. The procedure was completed with another of the same device and there were no patient complications reported. The patient status listed as 'ok'.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sentinol stent delivery system (sds) with no original packaging or other devices. Visual and microscopic analysis revealed the inner shaft of the device was damaged and appears to be twisted. The exterior shaft is damaged/accordianed, measuring approximately 5.5 centimeters in length. There is also a kink on the exterior shaft located on the distal end of the exterior hub. The undeployed stent was microscopically inspected and there was no damage or abnormalities found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The reported information indicates this event involved a biliary device used in the procedure to treat a non-biliary vessel, whereas the sentinol biliary directions for use (dfu) states the following indications for use "the sentinol nitinol biliary stent system is indicated for transhepatic palliation of malignant neoplasms in the biliary tree." Because the device was reportedly used contrary to labeled indications,which may have contributed to the reported event, subsequently the most probable root cause is user/ use error. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The lesion was located in the stenosed right superficial femoral artery (sfa). Vascular access was obtained via the left superficial femoral artery. The 5x60x1350 sentinol nitinol billary stent system was advanced up and over the aortic bifurcation in an attempt to progress the stent past the lesion, however it was very tight and further advancement was unsuccessful. During the attempt to further advance the stent it was noted that the outer sheath was moving. The stent was successfully removed intact and upon removal it was noted that a small middle portion of the stent had crumbled in an accordion like shape. The procedure was completed with another of the same device and there were no patient complications reported. The patient status listed as 'ok'.